Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient experienced diminished/loss of therapy after patient participated in strenuous activities. Targeted pain pattern is bilateral knees. X-rays confirmed that both drg leads migrated and subsequently fractured. It was also reported that the left drg lead fragment had been left implanted. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored.